Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic prostatectomy but with the patient under anesthesia, the arm (sn (B)(6)) became frozen during draping. Multiple arm errors appeared on the system including communication and non-recoverable errors. The arm was restarted, which resolved the issue temporarily. However, upon instrument insertion the instrument on arm 1 (sn (B)(6)) was unable to complete calibration due to the arm repeatedly disappearing from the operating room team interface and surgeon console screens. The arm was redocked and recalibrated but the issue persisted. Multiple errors showed on the system but no alarm sounded. The sterile interface module (sim) and instrument connections were checked and different sims and instruments were used, but the issue with the arm continued to occur. The arm was replaced, but the same issue continued to occur on the new arm (sn (B)(6)). The backup arm was not recognized by the system and the instruments were unable to calibrate. The system was restarted from the power button, but the system did not return to a pulsing blue state. After a full restart of the system from the uninterrupted power systems (upss), the issue finally resolved and the instruments were able to be calibrated. There was a 50 minute delay with the patient under anesthesia due to this issue. There was no patient injury.